Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with an autoimmune response in both eyes. The patient¿s chief complaint was of pain more on the left eye than in the right eye. Oral steroid (prednisone) and topical steroid dosage was increased. It was stated that the patient experienced loss of best corrected visual acuity (bcva). On (B)(6) 2018, the patient had another post op visit and the patient reported feeling much better. The patient reported the symptoms are not interfering with daily activities. The surgery center reported the symptoms were resolved on (B)(6) 2018. Bcva from (B)(6) 2018: right eye pre-op 20/25 -5.75 x -1.25 x 0, left eye pre-op 20/25 -6.00 x -1.00 x 13. Bcva from (B)(6) 2018: right eye post-op 20/60 , left eye post-op 20/40.